Event description:
A customer from canada reported that he purchased a contour next one meter from amazon which was reading in mg/dl instead of mmol/l. The customer stated that he did not perform any testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. The customer's weight was not provided. This event is related to MDR # 1810909-2023-00021.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation and it was verified that the meter was set in mg/dl. The distribution record was reviewed which indicated that the meter was originally distributed in the us market. The meter was imported to canada by an unauthorized third party.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Model # 9763 associated with the contour next one meter is a device for us market. This meter was not intended to be sold in canada market. Ebay is not an authorized seller of ascensia products and the customer's should be careful about buying products from ebay that have been pre-owned by other users. Ascensia does not have control over products sold on ebay. Section b5 of the initial report indicated that the customer received product from amazon. However, the product was received from ebay. Section b5 has been corrected with this information.

Event description:
A customer from canada reported that he purchased a contour next one meter from ebay which was reading in mg/dl instead of mmol/l. The customer stated that he did not perform any testing.